Event description:
It was reported that had syncope and was admitted to the hospital. The right atrial and right ventricular lead was found to be dislodged. The leads were partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri58 implantable pacing lead (B)(6) 2013. (B)(4).